Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a vented high-volume inlet leaked . During assembly of the compounder, primene leaked and was further noted the filter was "wobbly" and subsequently broke off. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information : correction : the actual sample was received for evaluation. Unaided visual inspection was performed which revealed the filter was cracked off from the spike and loose inside the received zip lock bag. No functional testing was performed due to visual defect observed. The reported condition was verified. The cause of the cracked filter could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.